Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that waste was leaking and was not contained in instrument. Waste had not yet mixed with bleach with a bd facscanto ii. The following information was provided by the initial reporter: the customer reports that the wetcart is leaking internally and fluid is pooling up underneath it. He has placed the instrument down and out of service. Steps taken with customer/troubleshooting: the customer reports that the wetcart is leaking internally and fluid is pooling up underneath it. He has placed the instrument down and out of service. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? Na. List of parts shipped (include foc): na. RMA required? Na. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? No. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, the bd sales consultant provided the following additional information: what was the fluid that leaked/spilled? Waste. What is the source of leak/spill? (Waste or non-waste line) waste. Was the leak under high pressure? No. Since this leaking connector was located before the waste fluid got to the tank, there was no bleach mixed with the leaking waste fluid. This waster fluid went onto the floor, where it eventually evaporated. No one was placed into any danger as a result of this leak.

Manufacturer narrative:
H.6. Investigation summary scope of issue: the scope of issue is only limited to part #338962 and serial #(B)(6) . Problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd - 338962 - wetcart leaking internally. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 4 complaints related to the reported complaint. Date range from 16apr2019 to date 16apr2020. Related complaint ID#¿s (B)(4). Manufacturing device history record (DHR) review: review of DHR part #338962 and serial #(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the reported complaint was confirmed by the fse (field service engineer) that the cause of the internal wetcart leak was due to a worn orange waste connector, part #59-10181-05. The fse disassembled the wetcart and replaced the defective part along with 2 other waste connectors for preventive maintenance. The defective part was requested but was discarded. The pooling of the leak developed underneath the instrument but had evaporated by the time the fse had arrived. Although the leak was waste, it was very small, there was no injury and the customer was not in contact with any waste. Based on the investigation results, complaint was confirmed by the fse that the cause of the wetcart leak was due to a defective, orange waste connector. After the repairs, the instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety.

Event description:
It was reported that waste was leaking and was not contained in instrument. Waste had not yet mixed with bleach with a bd facscanto ii. The following information was provided by the initial reporter: the customer reports that the wetcart is leaking internally and fluid is pooling up underneath it. He has placed the instrument down and out of service. Steps taken with customer/troubleshooting: the customer reports that the wetcart is leaking internally and fluid is pooling up underneath it. He has placed the instrument down and out of service. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? Na. List of parts shipped (include foc): na. RMA required? Na. Was there a fluid leak or spill? Yes. 1. Was the leak/spill contained within the instrument? No. 2. Was the leak/spill in a customer accessible location? No. 3. What was the fluid that leaked/spilled? Unknown. 4. What is the source of leak/spill? (Waste or non-waste line) unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Additionally, the bd sales consultant provided the following additional information: what was the fluid that leaked/spilled? Waste. What is the source of leak/spill? (Waste or non-waste line) waste. Was the leak under high pressure? No. Since this leaking connector was located before the waste fluid got to the tank, there was no bleach mixed with the leaking waste fluid. This waster fluid went onto the floor, where it eventually evaporated. No one was placed into any danger as a result of this leak.